Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The patient was hospitalized and treated with vancomycin (intraperitoneal) for the event. The cause and patient outcome were not reported. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.